Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that he had changed the battery because the battery was low. He stated that after the battery replacement, the buttons stopped responding. The customer's blood glucose was 74 mg/dl. He stated that ver 1.1f stayed showing on the screen. He noted that the time did advance and that the screen was not completely blank. He did not receive any alarm following a battery insertion. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No frozen display was noted. All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.